Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic plate had tore off from the optic. There was both a clear and a reddish surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a aa4203tl silicone plate lens with toric optic and the lens tore upon insertion. The incision was enlarged to remove the lens and sutures were required to close the wound.